Event description:
It was reported to philips that ECG cable is damaged. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the (B)(4) (efficia dfm100 defibrillator monitor) indicating that there was ECG cable damage and the ECG cable cannot detect the ECG measurement. The device was not in use at the time of the event. No patient or user harm was alleged. The following functional tests were performed: -system check -ECG function results of functional testing indicate ECG cable damage. The fse replaced the damaged ECG cable. Normal ECG function was confirmed after the replacement. The device was returned to full functionality and remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was ECG cable damage. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The information in the complaint investigation summary addresses the current investigation findings. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.